Event description:
Reporter stated that patient tested blood glucose, using the sensor system, and obtained a result of 210 mg/dl - 250 mg/dl (exact value not provided). Based on this value, patient self-treated with huminsulin (amount not provided). An unspecified time later, patient reportedly became hypoglycemic and was treated with a glucose solution at a hospital. No additional information about treatment received was provided. Reporter indicated that values obtained on patient's sensor system were approximately 100 mg/dl greater than the values obtained in the hospital's laboratory (time between tests and actual values not provided). Reporter stated that patient is currently "in a good condition." The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.